Event description:
The customer reported that the insulin pump had physical damage. The customer stated the insulin pump case near the battery and thread was broken. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.